Event description:
The customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep tried reloading sw but unit reacted slowly to commands, replaced hdd. This action took care of the slow reaction unit now functioning as intended.